Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not deliver tidal volume properly. The ventilator was not on a patient at the time of the event. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the mentioned issue. It was reported that there was a leak. To address the issue, the third party service provider cleaned the exhalation valve and tightened the oxygen sensor properly. In addition, the third party service provider found that they were unable to maintain flow; they found that the air pressure and central line were low. They ran self-testing and the ventilator was in working condition.